Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that r-wave fell and the threshold increased on the right ventricular (rv) lead, and intermittent loss of capture was noted. The lead position was later revised. During the revision procedure, the lead was tested using the analyzer and was found to be functioning normally. It was noted that when the implantable pulse generator (ipg) was reattached, intermittent loss of capture and high thresholds were again observed. The ipg was subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.